Manufacturer narrative:
(B)(4)

Event description:
It was reported that the catheter was cracked and was leaking noradrenaline. The patient was a male, (B)(6). The clinical consequences were a large pressure drop. As a result, a new central catheter was placed to restore hemodynamic stability.

Manufacturer narrative:
(B)(4). Device evaluation: the report of a crack / leak in the catheter could not be confirmed. One 12 fr x 20 cm 3-lumen catheter, with an extension line / stopcock attached to the distal lumen, was returned. A review of the bill of materials for product cs-15123-f determined that the extension line / stopcock assembly is not provided in this kit. The catheter showed evidence of use but no defects or anomalies were observed during visual inspection without magnification. The catheter was leak tested. With the opposite end of each lumen occluded, water was injected into each extension. Each lumen was pressurized to 45psi for 30 seconds. No leaks or cross-overs were observed. The extension line / stopcock assembly was also tested using the same parameters. No leaks were observed. A device history record review was performed and did not reveal any manufacturing related issues. No problem was found on the sample. No further action will be taken.